Event description:
Hard for pt to walk [hip] [gait disturbance], hard for pt to sleep [insomnia], severe acute inflammatory flare-up [condition aggravated], right calf and ankle edema [oedema peripheral], pain in right hip that made it hard for pt to sit, sleep and walk [hip] [arthralgia], hip aspiration [hip] [joint effusion]. Case description: spontaneous report received on (B)(6) 2010, from a (B)(6) male pt, initial (B)(6). The pt had a history of osteoarthritis. The pt experienced severe acute inflammatory flare-up, right calf and ankle edema, hip aspiration and pain in the right hip that made it hard for him to sit, sleep or walk after receiving synvisc. On (B)(6) 2010, the pt received synvisc injections into the right hip. The pt reported that 72 hours after receiving the second synvisc injection, he began experiencing pain in right hip that became excruciating making it hard for him to sit, sleep or walk for 4-5 days. The pt stated he was experiencing a "severe acute inflammatory flare-up" and at times his pain was "10 out of 10." The pt complained of right calf and ankle edema. On (B)(6) 2010, the pt received treatment in the form of an intraarticular cortisone injection and hip aspiration (no fluid removed). On (B)(6) 2010, the pt started a prednisone dose pack and vicodin. At the time of this report, the pt reported he felt his right hip pain was subsiding slightly. The outcome of the pt was unk. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Additional info was received on (B)(4) 2010, in the form of qa results. Eval summary: the product lot number was not provided, therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.